Event description:
Per the clinic, the patient experienced a performance decrement; the issue could not be resolved. The device was explanted (B)(6) 2015. The device has not been made available for analysis as of the date of this report, may 13, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.